Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator system, presented for a two week post implant wound check, at which time an incision site infection was noted. The patient was treated with IV antibiotics to prevent further complications. No other adverse effects were reported and no system changes required at this time.